Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated in the emergency department for fever and pain at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation did not confirm an infection. The evoke scs system was explanted to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.